Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure was completed not using monopolar energy and only the e-100 for the bipolar unit. Isi did receive the integrated electrosurgical unit (iesu) generator to perform failure analysis. It was noted that the iesu generator energized and cauterized, and all ports recognized instruments. The m-02 was found in error log.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi received the erbe; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the site had an intermittent n-08 error on the generator. The site was able to clear the error by reseating the instrument cord. Intuitive technical service engineer (tse) recommended to reboot the erbe if possible. The site could not do so at the time and continued with procedure. The error logs show multiple 25913 (n-08 and m-02) errors pointing to the erbe generator. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.